Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got pump error. The blood glucose level was 73 mg/dl. The customer received another unexpected restart alarm after a battery change. The troubleshooting was performed. Pump being returned for analysis.